Manufacturer narrative:
N/a.

Event description:
The following has been reported: per nursing report, the tubing was primed with a medication and drip chamber of tubing was filled 2/3 full. Upon starting the infusion on the pump, the tubing began to fill with air above the cassette instead of medication. A preliminary review of the logs identified the following issue: unable to prime air from tubing set. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes could be related to 1) air inside the cassette, 2) ipc of the set pulls in a large bubble of air due to the bag being infused from is empty and the inlet tubing line is filled with air, 3) a bubble of air passes through the bubble detector on the lvp that is larger than the specification allows, 4) priming process was not performed correctly by the customer causing not all bubbles to come out of the admin set before it was installed, 5) leaks located somewhere in the admin set that caused air to come in. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests. The batch record fa24k01162 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.